Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device has not been working for more than six months as the implant doesn't charge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Correction: first submission was an incomplete event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device has not been working for more than six months as the implant doesn't charge. It was noted that the has had one of their ins removed, but the caller was not sure which ins. No further complications were reported. No patient symptoms were reported.